Manufacturer narrative:
To date, the device has not been returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation .

Event description:
It was reported that the subject device gave an error message during use. There were no reports of patient harm.

Event description:
It was reported that the subject device gave an error message during use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The most probable cause of the identified failures was traced to an identified stress problem, which is an expected or random component failure without any design or manufacturing issue. A definitive root cause however cannot be identified. A device history review (DHR) was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): ¿perform the prescribed inspections prior to first use and regularly thereafter to ensure continued satisfactory performance. Thoroughly inspect all electrical cables and probes before each use. Do not use if there is any evidence of deterioration. Replace if any damage or excessive wear is observed. Inspect the transducer plug pins, cord, and transducer body for mechanical damage (bent pins, cracks, etc.). After each use or prior to cleaning and sterilizing, carefully inspect the transducer and cable for tears, cracks, or other signs of damage. Do not use a shockpulse-se system that fails to meet the criteria stated in the labeling or that has been damaged. Otherwise, injury to the patient, personnel and/or an adverse effect on the procedure could result ¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.